Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the electrode belt wire being broken near the connector. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.